Event description:
It was reported that the user experienced a low glucose event with cgm reading 69 mg/dl and fingerstick 78 mg/dl, with the cause unclear, and the user self-treated with oral glucose tablets; cgm subsequently trended upward. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included resolution of the low with user-administered oral glucose and no need for higher-level care. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction reported or confirmed, and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.